Manufacturer narrative:
The ge service rep conducted an onsite investigation. The display was replaced and other parts were ordered. No further service info was provided.

Event description:
The customer reported that the system displayed an intermittent motion error message. No pt injury was reported.